Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unk, the investigation of this complaint is limited and we are unable to draw a conclusion. Should add'l info become available a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the pt underwent an elective left carotid endarterectomy in 2005 at medical center. The surgeon closed the incision with a running unk non-absorbable suture. The pt was discharged home thenext day. The following day, the incision opened and the pt began to bleed internally into his neck. The family called 911, and the pt returned to the hosp for treatment. Medical personnel informed the family that the suture had "fractured," and caused bleeding and lack of oxygen to the brain. The pt expired 4 days later, reportedly due to hypoxia and airway obstruction. No add'l info has been provided at this time.